Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, on (B)(6) 2024, while preparing a patient for a peripheral venous catheterization, a nurse at our hospital discovered a newly unsealed and unused central venous catheter dilator with a blunt head that was unusable. The dilator was immediately discarded and a new one of the same model and brand was used successfully. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dilator is confirmed; however, the exact cause is unknown. Three photographs of a microintroducer dilator were returned for evaluation. An initial visual observation of the photographs showed the tip of the dilator was damaged. The ptfe sheath was not observed in the returned photographs. No obvious use residue was observed in on the sample in the returned photograph. No details of the damage to the device could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, on (B)(6) 2024, while preparing a patient for a peripheral venous catheterization, a nurse at our hospital discovered a newly unsealed and unused central venous catheter dilator with a blunt head that was unusable. The dilator was immediately discarded and a new one of the same model and brand was used successfully. No other information was provided.